Manufacturer narrative:
We found that the patient was using expired test strips. New supplies were ordered, but follow-up attempts to confirm treatment and troubleshoot were unsuccessful. The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported low blood glucose readings. The patient went to the emergency room seeking medical attention due to their reading not rising and remaining low.